Event description:
It was reported that the pt's hearing performance has decreased over the years. Now the pt has five electrode channels being switched on and reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.